Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, evidence of moisture corrosion was observed in the battery canister. A leak test failed due a display lens leak. The reported cloudy display issue was duplicated. The pump was unable to power up and was completely unresponsive due to moisture corrosion. The pump cover was removed, to find further moisture ingress to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged moisture was found behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.